Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient adenovirus results were obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.5. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient adenovirus results were obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are seeing suspected false positive results while running the enteric viral panel assay. Bd service and quality analysis of customer run files revealed evidence of optical crosstalk. A bd field service engineer (fse) was dispatched to the customer site where they performed replacement of the reader and heater mux assemblies. Following part replacement the instrument was aligned, calibrated, and readers normalized. The instrument was qualified and confirmed to operate to bd specifications. This complaint is confirmed by bd quality. The root cause of the issue was traced to design elements of the device. Returned sample analysis consisted of analysis of customer run files. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and three additional cases were observed on 07may2024, 24may2024, and 12sep2024 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.